Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he blood glucose goes high every time she passes the date to change the infusion set. She declined troubleshooting as her most recent set change had resolved the issue. The blood glucose reading was 345 mg/dl. Nothing further was reported.